Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had intermittent power. The battery compartment was reported to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: review of the black box data revealed multiple power on reset events. On examination, the battery compartment was cracked. The alleged damage was confirmed. The returned battery cap was intact and without damage and fit properly on the pump. Manipulation of the battery cap did not cause any interruption of power. The pump was exercised for 24 hours without any power interruptions. Investigation did not duplicate the power complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.